Event description:
The reporter claimed that the patient's blood glucose has been elevated above 240 mg/dl all day. The patient woke up the alleged high blood glucose. At 10 pm, the patient's blood glucose elevated to "577 mg/dl" and was treated with insulin via syringe. The insulin dispensing site was also changed for the animas insulin pump system. The patient did not have any symptoms that would suggest hyperglycemia. One hour after the syringe treatment, the patient starting to come down. During troubleshooting, the animas representative noted the following: there were no signs of insulin leaking or cannula being bent or kinked. Basal settings and basal tdd history match. Mother confirms bolus history is correct. There were no associated alarms in history. This complaint is being reported because the patient reportedly had a hyperglycemic episode while managing his diabetes with the animas insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.